Manufacturer narrative:
The most likely root cause is aging gas that could resolved by gas change. As in this case, the service request is still on hold and the customer did not request an onsite visit. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. (B)(4).

Event description:
A customer reported the laser energy is high and the arf is low at 26%. Additional information requested.